Event description:
It was reported that a large volume infusor leaked; small volume of liquid pooled inside the infusor chamber, outside the balloon. The leak was contained within the casing. This was observed during patient infusion. The device was filled with fluorouracil 3800mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 24, 2022 to february 25, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a pool of fluid contained inside the device housing suggesting a leak event occurred. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted